Manufacturer narrative:
The customer reported of getting an issue where the electrocardiogram (ECG) waveforms would drop out intermittently. The customer reported that it happens in a split second, it does not last long enough for it to say signal loss. This affects all tiles on the central nursing station(cns) , the central nursing station(cns) monitors bedsides. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported of getting an issue where the electrocardiogram (ECG) waveforms would drop out intermittently. The customer reported that it happens in a split second, it does not last long enough for it to say signal loss. This affects all tiles on the central nursing station(cns) , the central nursing station(cns) monitors bedsides.no patient harm was reported.